Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Right ventricular (rv) lead impedances had gradually increased and high out of range shock impedance measurements have been reached due to calcification. Technical services (ts) was consulted and recommended possible evaluation options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, and the ICD was explanted, while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Right ventricular (rv) lead impedances had gradually increased and high out of range shock impedance measurements have been reached. Technical services (ts) was consulted and recommended possible evaluation options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error 1005 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri/eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was showing a code 1005 indicative of indicative of an open circuit condition during shock delivery. Right ventricular (rv) lead impedances had gradually increased and high out of range shock impedance measurements have been reached due to calcification. Technical services (ts) was consulted and recommended possible evaluation options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, and the ICD was explanted, while the rv lead was surgically abandoned. No additional adverse patient effects were reported.